Manufacturer narrative:
(B)(4).

Event description:
Literature: nunta-aree s, sitthinamsuwan b, boonyapisit k, pisampomg a, sw2-year outcomes of subthalamic deep brain stimulation for idiopathic parkinson's disease. J med assoc thai. May 2010;93(5):529-540. Summary: this article studied (B)(4) clinical outcomes, changes of medication and complications following subthalamic nucleus deep brain stimulation in pts who presented with advanced parkinson's disease in (B)(6) to one clinical group since 2004. Twenty-seven pts with (B)(6) f/u and complete data were enrolled for retrospective eval of unified parkinson's disease rating scale, and 62 pts were enrolled for study of surgical complications. Event: the authors reported that one lead was "malpositioned." Additional info was received that indicated a lead revision was performed and no components were explanted. Final pt outcome indicated that the pt was doing fine.